Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash underneath the front therapy electrode. The patient was prescribed nystatin by her physician for the irritation. During a follow-up the patient reported that the irritation was about the same. The patient continued to use the lifevest.